Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, there were inaccuracies between the continuous glucose monitor (cgm) and event or patient information is available. The blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6)2017. No additional no data was provided for evaluation. The reported inaccuracies could not be confirmed. A root cause could not be determined.